Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation. As of the date of this report, the failure analysis investigation has not yet been completed.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument had a broken tip. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The instrument was being used for suturing when the instrument tip broke. There was no instrument collision during the procedure. There was no issue related to the horizontal or vertical movement of the instrument. There was also no issues with the opening and closing of the grips. No wires were protruding from the distal end of the instrument. There was no injury to the patient and no fragment fall into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip tip. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.